Manufacturer narrative:
(B)(4). The customer reported that some keys on the keypad were not working. There was no reported patient involvement. The device was evaluated by an authorized service provider. The symptom was clarified as the volume down button, ECG size (ECG gain) button and strip buttons were not working. All other buttons were working as expected. The issue was localized to the bezel assembly. The bezel assembly was replaced to resolve the issue. The device passed all testing and was placed back into service. This was a malfunction of the bezel assembly.

Event description:
The customer reported that some keys on the keypad were not working. There was no reported patient involvement.